Manufacturer narrative:
The pacemaker was thoroughly examined, visually and geometrically in regard to the pacemaker connection system. The dimensions of the connection system meet the dimensions proscribed in the international standard. The spring elements for contacting the indifferent lead connection show no deformations. The lead attachment screw for the different lead contact has the correct dimensions, meets the tolerance standards, and is free of any damage. The clamping depth necessary to clamp on an is-1 lead connector is achieved with the lead attachment screw. The device underwent a complete electrical incoming goods control and proved to be within all specifications. There are no pacing or detection defects. There is definitely no electronic defect. The auto initialization function of the pacemaker is still enabled. This is a sign that no connection to a lead impedance in the expected value range took place. In the analysis, the auto initialization is executed according to specification after being closed off with a standard lead impedance, and it is concluded correctly. The lead attachment screw does not show the typical imprints on its underside that would indicate successful contacting to the different connection on a lead. In summary, the analysis results do not indicate any material or manufacturing defects. The pacemaker is within all specifications. Both the lack of a contacting imprint on the lead attachment screw and the still enabled auto initialization function point to an intraoperative contacting problem, which is not being caused by the pacemaker.

Event description:
After connecting the pacemaker to an already positioned ventricular lead by st jude medical, the pacemaker did not deliver pacing pulses according to the descripition of the surgeon. After several attempts, the complained-about pacemaker was then exchanged against another device, which functioned right away. The patient is pacemaker dependent.